Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to pocket closure after an implant procedure, the pacing lead had displaced. The lead was disconnected and repositioned successfully. Upon reconnecting the lead, the hex wrench was not engaging with the set screw. A new hex wrench was attempted, however, it was still not engaging with the set screw. The device was removed and replaced while the lead remains in use. No patient complications have been reported as a result of this event.